Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to loose/protruded drive support disk. Missing end cap sticker noted.

Event description:
It was reported that the insulin pump alarmed during the prime rewind process. The blood glucose reading is 128 mg/dl. Advised the customer the insulin pump will be replaced. Nothing further reported.